Manufacturer narrative:
The actual device was returned for evaluation. The handpiece device was evaluated and it was observed that the device had water or liquid coming out of the motor when trying to run device. It was further determined that the device failed pretest for break out box motor assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly. (B)(4).

Event description:
It was reported that the rubber tubing of the handpiece device motor had been ripped off. During in-house engineering evaluation it was observed that water or liquid was coming out from the motor when trying to run device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.